Event description:
During surgery while screwing in a seaspine 3.5x16mm self-drilling variable screw (ref (B)(4), the angled dts screw driver (ref: (B)(4) from seaspine broke at the angled joint while the surgeon was trying to screw in the the 3.5x16mm screw into the profile spacer into bone. Clinical staff removed the screw driver. The surgeon was able to set the screw into the profile spacer with another screw driver from the seaspine set.